Event description:
Rn reported that when she was placing an IV, the nexiva 20g kit was malfunctioning. She obtained good access, and when she tried to pull the needle out, it would not detach from the system. The needle was pulled back, but the grey piece that shields the needle was stuck to the pink wings. She had to remove the IV from the patient and try again with a new IV.